Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient had four bent cannulas and experienced high blood glucose level reported to be 712 mg/dl at the time of event. The patient tried to resolve it by changing the infusion set. Thereafter, the patient received incomplete bolus alerts twice at 6:49 am and 7:09 am, respectively. On (B)(6) 2019, he was subsequently admitted to the hospital for high blood glucose level and diabetic ketoacidosis, where he received insulin drips, which resolved the issue. The infusion set was used for two days and the patient did not notice any damage when the package was first opened. On (B)(6) 2019, he was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.